Manufacturer narrative:
UDI #: (B)(4). Pt age at time of event or date of birth: unknown. Pt sex/gender: unknown. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that there was a scratch on the intraocular lens (iol) when inserting into the patient's eye. In follow-up, it was reported that the lens was cut in half during removal and replaced it with another lens during the same procedure. No incision enlargement or vitrectomy was performed. Reportedly, there was no complication or patient injury was reported.

Manufacturer narrative:
An original package (box) of the zcb00 model was returned to the manufacturer for evaluation. The lens was not received for evaluation; therefore, the reported complaint of a scratch on the intraocular lens cannot be confirmed. A review of the directions for use (dfu) was conducted. The dfu adequately provides instructed how to examine the lens prior to use and precautions for the proper use and handling of the device. The manufacturing record review was performed. The devices were manufactured within specifications. There is no associated deviation or non-conformity report found in the manufacturing record review (mrr). The device manufacturing procedures were performed as required. All pertinent information available to abbott medical optics has been submitted.